Event description:
It was reported that the bd eclipse¿ needle experienced blood exposure/splash. The product was involved with a dirty needle stick injury. It has not been specified whether medical intervention was administered as a result. The following information was provided by the initial reporter: material no. 305761; batch no. 0206574. The flip cap is a safety feature, but it's not a great solution. There were nurse needle-stick injuries with this. We aren't happy with either of the bd products available to us, as they don't retract.

Manufacturer narrative:
H6: investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text: see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle experienced blood exposure/splash. The product was involved with a dirty needle stick injury. It has not been specified whether medical intervention was administered as a result. The following information was provided by the initial reporter: material no. 305761 batch no. 0206574 the flip cap is a safety feature, but it's not a great solution. There were nurse needle-stick injuries with this. We aren't happy with either of the bd products available to us, as they don't retract.